Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the bag not opening. It was also observed that the bead was detached from the bag and cord. Based on the condition of the returned unit, it is likely that the bag did not open due to the device design as the bag can remain in the rolled shape upon deployment. The instructions for use states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument." Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the bead detachment. The probability and criticality of harm resulting from this these failures have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as bead detachment is likely to cause or contribute to death or serious injury. This report represents the combined initial and follow-up report.

Event description:
Procedure performed: unknown. Event description: [facility]. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep. The bag didn¿t open during the procedure. The case was completed with the new one. When it was checked one of the unopened devices at the handling store, the handle was stiff and would not open. This case is a complaint about a bag that would not open. The related complaint is (B)(4). Initial investigation report. The event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 introducer, 1 bag. Additional information was received via email on 28oct2022 from [distributor]: "the following information was not provided by the sales rep. And the information was not reported by the facility regarding the bead detachment." Intervention: the case was completed with the new one. Patient status: no patient injury.